Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6). Product type recharger. H3: analysis of the wireless recharger (s/n:(B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed help with a rechargeable device. The recharger was not taking a charge in the docking station. Usually, the lights are steady green but they are scrolling green. When you take the recharger out of the docking station the lights shut off. Patient noticed the issue at the beginning of the month ((B)(6) 2023). Had patient try a hard reset. Patient confirmed she does not store the recharger in the docking stations when it is not in use. Recommended going forward she store the recharger in the docking station. The issue was not resolved through troubleshooting. Sent email request to repair to replace recharger.